Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was implanted in (B)(6) 2016. According to the report, the patient went into a coma after surgery. The report stated, in (B)(6) 2016, the patient was transferred to another hospital for treatment. Reportedly, the patient is still in a coma and in the hospital for treatment. It was later reported that there was no allegation the device had malfunctioned or was not working properly. It was also reported that the device did not cause or contribute an injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.